Manufacturer narrative:
The unit did not have a loose or protruded drive support cap. The unit had a cracked reservoir tube lip, cracked battery tube threads, a broken end cap, a minor scratched lcd window, a cracked case at the display window corner, a cracked reservoir tube, and a cracked reservoir tube window. (B)(4).

Event description:
The customer called in to report damage to the insulin pump. The customer reported that the device had been dropped in the past, and the drive support cap was sticking out. The customer also stated he pressed the cap while connected. The customer's blood glucose level was 135 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a medically prescribed back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.